Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 19 events were reported for this quarter. Product return status: 19 devices were received for evaluation. Evaluation status: 7 events were confirmed during testing, - 6 devices were found to be affected by corrosion, - 1 device was found to be affected by an unestablished cause, 8 event were not confirmed during testing; the devices were found to be within specifications, 4 device evaluations are in progress. Product disposition: 15 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device was reportedly leaking; 5 events had no patient involvement; no patient impact; 1 event had no known patient involvement or patient impact; 13 events had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record.   Evaluation status 3 reported events were confirmed during testing. - 3 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 13 events had no information received.